Event description:
Litigation papers allege that on or about (B)(4) 2009, patient underwent a total hip replacement on his right side. Sometime after, patient allegedly experienced medical complications. **update**(B)(4) 2013 - plaintiff¿s preliminary disclosure form was received, which identified dob and dor. The complaint and associated mdrs were updated. The femoral head is now being added to the complaint.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions.(B)(4). Depuy considers this investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.